Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the sensor shows failures during the measurement. The sensor is not measuring properly, customer isn't receiving consistent readings. There also was an error message at one point. There were no consequences or impact to patient reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A review of the lot information was performed and there were no previous reported issues prior to this reported event.